Event description:
Reporter stated that pt was found unresponsive. Reporter indicated that she tested patient's blood glucose, using the suspect device, and received a result of 101 mg/dl. Reporter stated that she phoned emergency medical service, on pt's behalf, and while awaiting their arrival, treated pt with orange juice. Reporter indicated that, when emergency medical services arrived, 45 minutes later, patient's blood glucose measured 38 mg/dl (on paramedics' blood glucose monitor). Reporter stated that patient was given "something to bring blood sugar up," and was transported to the hospital for additional treatment. Once hospitalized, pt was reportedly treated with intravenous fluids (contents not provided), and released the following day. Reporter noted that, at the time of the event, pt was testing with expired strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.